Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was chosen for implantation utilizing a flexnav delivery system. The patient presented with pre-existing right bundle branch block (rbbb). After implantation of the navitor, the rbbb worsening. The valve was implanted non-coronary cusp (ncc): 2mm and left coronary cusp (lcc): 4mm. The patient left the operating room with a temporary pacemaker. Later the same day, the patient received a permanent pacemaker. There was no calcification extending beneath the aortic annular plane in the interventricular septum.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient presented with a pre-existing right bundle branch block (rbbb), there was no calcification extending beneath aortic annular plane in the interventricular septum, and the implant depth was 2mm from the non-coronary cusp (shallower than the recommended 3mm). It was noted that the rbbb worsened after the navitor valve was implanted. Based on all available information, the reported heart block appears to be related to patient condition (pre-existing rbbb). There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on 13 march 2024, a 25mm navitor valve was chosen for implantation utilizing a flexnav delivery system. The patient presented with pre-existing right bundle branch block (rbbb). After implantation of the navitor, the rbbb worsening. The valve was implanted non-coronary cusp (ncc): 2mm and left coronary cusp (lcc): 4mm. The patient left the operating room with a temporary pacemaker. Later the same day, the patient received a permanent pacemaker. There was no calcification extending beneath the aortic annular plane in the interventricular septum.